Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery would only last three hours. The patient's blood glucose at the time of incident is unknown. The customer confirmed that they received a low battery alert. The customer had previously called for the same issue less than 1 week after their previous troubleshooting. During troubleshooting, the customer confirmed that they were not using rechargeable batteries or experiencing frequently unattended alarms. The insulin pump will be returned for analysis.